Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3 and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Updated information: d1 brand name change. D4 catalog number, lot number, UDI number, exp date updated. H4: MFR date changed.

Manufacturer narrative:
Corrected information has been provided in d4. High purge pressure, placement signal issue: the causes of high purge pressure and placement signal issue was not established as no product or logs were returned and insufficient clinical information was provided. Hemodynamic instbility: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> high purge pressure, placement signal issue: the causes of high purge pressure and placement signal issue was not established as no product or logs were returned and insufficient clinical information was provided device history lot ==> device lot number: 1958493. Device history batch ==> subcomponent lot: n/a. Device history review ==> the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinician narrative: an impella rp flex with smartassist was placed via the right internal jugular vein for right ventricular assist device (rvad) support in a 76-year-old female who presented with post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos) following prior coronary artery bypass grafting (CABG). The patient required inotropic support, vasopressors, and mechanical ventilation for respiratory support. Reported scai shock stage was advanced. During support, a purge system locked alarm was observed, with purge flow less than 1.0 ml/hour and elevated purge pressure greater than 1100 mmhg, accompanied by a purge pressure high placement signal issue. The patient experienced hemodynamic instability, which required medication administration. Following clinical assessment, the care team proceeded with medical device removal. The reported events occurred in the context of advanced cardiogenic shock, complex postoperative physiology, and rvad support, all of which are recognized contributors to hemodynamic instability and the need for pharmacologic intervention. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella rp flex device and the reported event. The patient survived.